Manufacturer narrative:
(B)(4). The customer returned one introducer needle and lidstock for analysis. Visual analysis revealed that the needle hub was broken and separated. A portion of the distal end of the hub was still adhered to the needle cannula. Microscopic examination revealed that the point of separation was slightly rough and uniform. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The report of a broken/separated needle hub was confirmed by visual examination of the returned sample. A portion of the needle hub had separated rest of the assembly. A device history record review was performed, and no relevant findings were identified. Non-conformance request was initiated to further investigate this complaint issue. The failure investigation indicates that the probable cause is design related. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported that "cannula has broken off during insertion". It was reported the cannula broke from the plastic cone. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported that "cannula has broken off during insertion". It was reported the cannula broke from the plastic cone. No patient harm was reported. The patient's condition is reported as fine.